Event description:
In 2005 the lay user/patient contacted lifescan alleging that her one touch ultra meter "would only show memory and not the symbol to apply blood". The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient reported that she had been unable to test for an unspecified period of time. She had decided to go to the ER to have her blood glucose level tested since she had been feeling faint, having frequent urination, and a dry mouth sensation. The blood glucose result obtained at the ER was not specified; however, she was administered IV treatment and insulin. The customer care advocate discovered that the patient had been pressing the "m" button to power the meter on in order to start a new test. The patient stated she was unsure why she forgot how to perform a blood glucose test. The issue was resolved with troubleshooting. A complimentary order was placed for a new meter, test strips, and control solution. This complaint is being reported due to the following conclusion: the patient was unable to test due to use error, developed symptoms, and received insulin treatment at the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter of strips are returned lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.